Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the product was reading the following message: the ultralink result allegedly was 320 mg/dl and less than 10 minutes later the ultramini was 123. The variance between the two meters is greater than the expected range of <=30%. The patient had no teststrips to run a control solution. There were no allegations of harm or injury.